Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump. The customer's blood glucose (bg) level was "high", although a specific value was not given. Customer required assistance from a 3rd party due to bg level. 3rd party administered a correction bolus via pump to address bg level. Replacement pump was sent to customer to resolve the issue.